Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was unknown. The cause of hospitalization was high blood glucose. The customer did experience symptoms like nausea and vomiting due to high blood glucose level. The customer reported that the meter readings were 30-40 points off. The customer declined troubleshoot for high blood glucose level and hospitalization. The insulin pump will not be returned for analysis.